Event description:
The customer reported that the unit failed to recognize the battery.

Manufacturer narrative:
The customer reported that the unit failed to recognize the battery. The device was evaluated at philips, but the symptom could not be duplicated. The device passed all testing and was returned to the customer. As of 6/3/09, the customer has not called back. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.